Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the Event History Log (EHL) confirmed the occurrence of a "High Alarm Displayed: Cassette Locked But Not Latched" event. A review of the device service history determined that the unit had not undergone any service within the previous 12 months. During visual and functional inspection, the following issues were identified: a buckled upstream occlusion (USO) seal, a delaminated downstream occlusion (DSO) seal, failure of the Pump Power-Up Test, and failure of the Latch/Lock Test due to an unresponsive latch lock sensor. The latch/lock mechanism was also found to be sticking. The customer complaint regarding damage to the latch lock was confirmed through Latch/Lock testing. The probable cause of the reported issue was determined to be a defective latch lock sensor.

Event description:
It was reported that the device was damaged to Cassette locking attachment. The event occurred during testing. Investigation confirmed the occurrence of the same error in the Event History Log (EHL), and the issue was determined to be caused by a faulty latch lock sensor. As this represents a device malfunction, the event is considered reportable. There was no patient involvement, and no adverse event was reported.